Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient needed help on how to use the patient programmer (pp). They were going to call the hcp office to make an appointment there.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a year ago they disconnected their system because they did not feel it was giving them the service it was made for or that they needed because patient did not have a problem waking up at night or feeling the urge to urinate, and was not wetting the bed, however patient couldn't hold it so they did not think that it was serving the purpose that it was supposed to. Patient reported that they thought in the beginning it was semi effective but got to the point where they did not think it was working. Patient stated they just couldn't hold it. Patient reported reprogramming was done a couple times prior to the call and it just wasn't. Therapy expectations were reviewed as 50% symptom improvement. Patient reported that they didn't think it was even at 50%, its continually happened and did not get any better it , doesn't get any worse it was just worse period. Patient reported they had not discussed their therapy concerns with managing health care provider (hcp). It was recommended discussing concerns with hcp in order to establish next appropriate steps. No further patient complication were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.